Event description:
Broken footplate. Pt was not injured.

Manufacturer narrative:
Eval: the rec'd punch has not been properly oiled. The blade of the instrument is blunt. Together, these characteristics lead to high forces on the foot of the punch and caused the breakage. There are no hints for material or product deviations. Product is fully according to the specifications.